Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Unspecified vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the cotton of the tampon came apart and tampon pieces were retained. The outcome of the event and action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related for retained tampon and company causality was assessed as possible for device breakage. This report was considered a reportable malfunction case in the united states. Additional information received on 29-jul-2013. The device name was updated from o.b. Unspecified to o.b non-applicator tampons. This report remains as non-serious. This report remains reportable malfunction case in the united states. Additional information received on 13-aug-2013. The consumer did not provide a lot number with the complaint. Manufacturer had not received a returned sample as of 29-jul-2013. A review of the trending data by product family and the complaint revealed no adverse trends. The review of history of non conformances were recorded and revealed loose fibers that could potentially lead to the issue reported by the consumer. The review of product related issue revealed no changes were made related to this complaint. Based on the investigation results and due to a lack of lot number or returned sample; no assignable cause was identified. Complaint trends would continue to be monitored. This report remains as non-serious. This report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Unspecified vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the cotton of the tampon came apart and tampon pieces were retained. The outcome of the event and action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related for retained tampon and company causality was assessed as possible for device breakage. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 05-aug-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 28-jun-2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Unspecified vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the cotton of the tampon came apart and tampon pieces were retained. The outcome of the event and action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as related for retained tampon and company causality was assessed as possible for device breakage. This report was considered a reportable malfunction case in the united states. Additional information received on 29-jul-2013. The device name was updated from o.b. Unspecified to o.b non-applicator tampons. This report remains as non-serious. This report remains reportable malfunction case in the united states.